Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 22 in the mouth, the implant did not achieve integration in type iii bone. Clinician reports a fistula and bruxism. A rpd lower arch was placed 4 days after implant placement. There were no reported post-operative complications.

Manufacturer narrative:
The device was discarded by distributor because it was not sterile, being unsuitable for investigation. Therefore, the device was not received by manufacturer. Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 22 in the mouth, the implant did not achieve integration in type iii bone. Clinician reports a fistula and bruxism. A rpd lower arch was placed 4 days after implant placement. There were no reported post-operative complications. (B)(4).